Manufacturer narrative:
Manufacturing location is (B)(4). This manufacturing location is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 cases of bd recykleen¿ sharps collectors were found packaged with the "wrong covers" prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that 3 cases of bd recykleen¿ sharps collectors were found packaged with the "wrong covers" prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
This supplemental is being filed to correct follow up number for MFR report# follow up 2, as well as include investigation. The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 22-jun-2018. H.6. Investigation summary: the actual product was returned and pictures were provided for investigation. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months and there was no issue identified during manufacturing that could have caused or contributed to the reported incident. However three additional complaints were received throughout the last twelve months for the same part number for the same issue and due to an elevated occurrence a corrective and preventive action was initiated to reduce or eliminate the occurrences. In conclusion, a second 100% inspection was implemented within the process as part of the containment action. The issue will continue to be evaluated and monitored by bd for any trends. H3 other text : see h.10.

Event description:
It was reported that 3 cases of bd recykleen¿ sharps collectors were found packaged with the "wrong covers" prior to use. There was no report of exposure, serious injury or medical intervention.